Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. A battery was inserted several times and monitored the device for four hours with 2.0 basal rates. The time was selected with the current date and time. The device did function properly. No frozen screen, display or time clock anomaly noted during testing. All the operating currents were within the specification, and no unexpected low battery, off no power or battery out of limit alarm noted. The unit was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display screen just after alerting low reservoir. The blood glucose reading was 116 mg/dl. The customer stated that the screen was not totally blank but there was no response from any of the buttons. Upon troubleshooting, she stated that not all of the buttons were responding. Advised replacement of the insulin pump. Nothing further reported.